Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observe the pump insulin duration setting was incorrect; cause of setting change was not known. Reportedly, the customer corrected the setting. Customer's blood glucose was 215 mg/dl. Call with tandem technical support disconnected; no additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.